Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Pump passed the displacement test. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.